Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306553 and lot number 2243740. The review did not reveal any detected non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, four (4) samples were returned for evaluation by our quality team. Two (2) of the blister packages were separated and opened with the syringes still inside. The remaining two (2) syringes were separated, and the blister packages were opened. Through the inspection, we can confirm that the most probable cause for this issue was fiber tearing. A small amount of fiber tearing naturally occurs when separating individual blisters and when separating the paper top web from the plastic bottom web.

Event description:
It was reported that the bd posiflush¿ sf saline syringe packaging tore while opening and left paper shards in the sterile field. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported the chads from the perforation are flaking onto the sterile field. When they're opened from paper pack, some of the paper seems to be flaking off onto the sterile field. They are not sure the exact amount so far that have had the issue... -is there any adverse event occurred? No .-is there any patient harm, injury, or negative outcome that has not already been discussed? No".

Event description:
It was reported that the bd posiflush¿ sf saline syringe packaging tore while opening and left paper shards in the sterile field. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported the chads from the perforation are flaking onto the sterile field. When they're opened from paper pack, some of the paper seems to be flaking off onto the sterile field. They are not sure the exact amount so far that have had the issue. Is there any adverse event occurred? No. Is there any patient harm, injury, or negative outcome that has not already been discussed? No".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.